Event description:
It was reported that the patient noticed several uncommanded boluses after a software update on their android phone. The update was done on (B)(6) 2026 and they experienced uncommanded boluses on (B)(6) 2026, (B)(6) 2026, and (B)(6) 2026. The phone had been located in the backpack of the patient in the school nurse's office and the patient was in physical education class. The unexpected boluses reported that occurred on (B)(6) 2026 were as follows: (B)(4) units. The patient¿s blood glucose was reported to have been between 54 mg/dl and 69 mg/dl, but exact results and any treatment provided were not specified. The (B)(6) 2026 event is reported in insulet reference number (B)(4) and the (B)(6) 2026 event is reported in insulet reference number (B)(4).

Manufacturer narrative:
The physical device was not returned for evaluation. Cloud data from the user for the day of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data confirmed that the reported boluses were delivered at the reported times. The cloud showed that none of the boluses were programmed with a carb or glucose entry and that all were manually adjusted to the total bolus volume. Without log files, it cannot be determined if the controller was interacted with to program, confirm, and start delivery of these boluses, as the cloud data does not contain records of interactions. The exact cause of the reported uncommanded boluses could not be determined from the available cloud data. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.6 cloud - operating system,ap3a.240905.015.a2.g991usqsjhzaa cloud - hardware sm-g991u cloud - cgm sensor type g7 cloud data from the user for the day of 04feb2026 was downloaded and reviewed. Review of the cloud data confirmed that the reported boluses were delivered at the reported times. The cloud showed that none of the boluses were programmed with a carb or glucose entry and that all were manually adjusted to the total bolus volume. Without log files, it cannot be determined if the controller was interacted with to program, confirm, and start delivery of these boluses, as the cloud data does not contain records of interactions. The exact cause of the reported uncommanded boluses could not be determined from the available cloud data.